Event description:
The following was reported to hamilton medical ag: a customer had a problem with a blower module p.n. Msp161170 s.n. (B)(6): blower 100%. No patient involvement. The log file showed, that the device went into ambient during the occurrence.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).